Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed multiple speed drops, as well as, power elevations; however, a specific cause could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log files captured 11 low-speed events, as low as 7660 rpm, on (B)(6) 2019 at 3:40 am and (B)(6) 2019 at 5:48 am. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Transient power elevations were captured throughout the log file between (B)(6) 2019 through (B)(6) 2019. The account reported that the patient presented to the clinic with recurrent low-speed alarms. According to the account, the patient is currently at home and doing well managed on an ungrounded cable. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with recurrent low speed alarms concurrent with recurrent short-to-shield. Log file analysis showed (11x) low speed advisories. Speed drops were as low as 7660 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. Percutaneous lead x-rays submitted are unremarkable. Customer reported they will be keeping this patient on an ungrounded patient cable.